Event description:
It was reported that dissection occurred. On (B)(6) 2025, the subject underwent treatment with the ranger drug coated balloon. The target lesion #001 was in the right external iliac artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 100 mm lesion length with 80 % stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by dilation using 6 mm x 100 ranger drug coated balloon, study device. A dissection of grade c was noted due to 6 mm x 100 mm ranger drug coated balloon. As a result of the dissection, a 7 mm x 60 mm epic stent was placed which was post dilated using a 6 mm x 60 mm non-boston scientific balloon, and the final residual stenosis was noted to be 0 %. On the same day, the complication of dissection was considered to be resolved, and the subject was discharged from hospital on aspirin. It was further reported that the dissection, was not due to the 6 mm x 100 mm ranger study device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that dissection occurred requiring intervention. On (B)(6) 2025, the subject underwent treatment with the ranger drug coated balloon. The target lesion #001 was in the right external iliac artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 100 mm lesion length with 80 % stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by dilation using 6 mm x 100 ranger drug coated balloon, study device. A dissection of grade c was noted due to 6 mm x 100 mm ranger drug coated balloon. As a result of the dissection, a 7 mm x 60 mm epic stent was placed which was post dilated using a 6 mm x 60 mm non-boston scientific balloon, and the final residual stenosis was noted to be 0 %. On the same day, the complication of dissection was considered to be resolved, and the subject was discharged from hospital on aspirin.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1: initial reporter facility name: (B)(6).